Event description:
Caller states that she obtained a reading of 185 mg/dl and took her diabetic medication. She reports that an hour later her blood glucose read 502 mg/dl. Caller states later that day she passed out and fell down, breaking her ankle. She reports that the doctor's are unsure why she passed out. No treatment for diabetes was reported while at the hospital. No glucose control solutions were reportedly used. Requested return of suspect device and replacement was sent.